Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number: 00801803201, lot number: 63664683, brand name: cocr heads. Catalog number: 00620005022, lot number: 63394825, brand name: trilogy cups. Catalog number: 00786201400, lot number: 63674996, brand name: versys fm taper. Multiple MDR reports were filed for this event; please see associated reports: 0001822565-2018-06939, 0001822565-2018-06941, 0001822565-2018-06942. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted in patient.

Event description:
It was reported that the patient underwent an initial right hip arthroplasty. Subsequently, the patient underwent treatment for infection approximately 40 days post implantation. No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable.